Event description:
As reported, approximately five months post initial rtka, the (B)(6) y/o male patient had a revision due to a loose tibia and femur. After trialing the femoral component, the surgical team could not match the definitive components to match stem position of the trial, when all setting were mimicked. The 4mm offset bushing of the trial was in position 9, which surgeon selected during case. Later trials were built and 4mm trial femoral bushing was set to 9. Trialing was completed and surgeon instructed us to build final implants. When we built femur with 4mm bushing set to 9 final femur did not look like the trial components. Both were 4mm bushings set to 9 and stem position was completely different. After much discussion and analysis from surgeon and our sales team we decided to reposition bushing until it replicated the trial implant. This exercise caused us to move from 9 to somewhere between 5-6. It almost seemed like the laser etchings were mal positioned. Component was cemented and implanted successfully, and knee was very stable. Below we attached dgf of implants but we are not sure which 4mm bushing was the problematic one. Patient was last known to be in stable condition following the event. The device will not be returned for analysis due to hospital policy.

Manufacturer narrative:
Concomitant medical products: truliant tib imp psc insert sz 4.5, 12mm, cat# 02-022-44-4512, serial# (B)(4), truliant tib fit tray cem sz 4.5f/4.5t, cat# 02-022-45-4545, serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of an insufficient bond between the implants and the bones, which led to aseptic (non-infected) femoral and tibial loosening. However, this cannot be confirmed as the explants were not available for evaluation and x-rays were not provided. The most probable root cause associated with the reported event of "loosening¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.